Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reported, "I have had three lumbar cages collapse over time." The number of patients involved is not currently known, nor is revision status. Upon receipt of additional information, a supplemental report will be filed. The physician later clarified that the device involved was not tritanium c but was instead tritanium pl. This report captures the first of three devices. Additional information received on 15 november 2021 identifies the event captured in this record as previously having been reported under mrn 3004024955-2018-00002. This report will be closed as a duplicate.

Manufacturer narrative:
Additional information received on 15 november 2021 identifies the event captured in this record as previously having been reported under mrn 3004024955-2018-00002. This report will be closed as a duplicate.

Manufacturer narrative:
Device location unknown.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reported, "I have had three lumbar cages collapse over time." The number of patients involved is not currently known, nor is revision status. Upon receipt of additional information, a supplemental report will be filed. This report captures the first of three devices.